Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that she was having issues with the auto mode feature on the insulin pump. The customer's blood glucose was 50 mg/dl at the time of the incident and was up to 139mg/dl at the time of the call. Customer treated the low blood glucose with a banana. Product will not be returned for analysis.